Event description:
Baxter affiliate reports multiple incidents of difficulty connecting fresenius bloodlines to dialyzer leading to blood leaks during pt treatment. No pt injury or medical intervention reported.